Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, proximal right coronary artery. The 3.50x48 mm xience xpedition stent delivery system (sds) was advanced without resistance and the stent was implanted successfully at 12 atmospheres (atm), overlapping a previously implanted distal stent. Some resistance was met during placement of the sds balloon for post-dilatation of the overlapped section of the stent, so a non-abbott guide catheter extension, that was already in place was used for more support. After post-dilatation was performed at 14 atm, the balloon would not deflate. Attempts were made to deflate the balloon by inflating and deflating up to 16 atm a few times, but no matter how long negative pressure was held, the balloon would not deflate completely. The balloon became stuck in the vessel, but within the previously implanted stent and then separated from the catheter. A snare was used to retrieve the separated balloon from the anatomy. During retrieval attempts, the proximal portion of the implanted xience xpedition stent became distorted and squeezed to the vessel wall and another stent had to be implanted. There was no adverse patient sequela. There was no adverse effect to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report the following information was provided: the catheter separated after a strong pull. The patient's vessel was perfused by distal bypasses (collaterals) prior to the intervention. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported material deformation of the stent could not be confirmed as the stent was not returned for analysis. The reported deflation issues could not be confirmed due to the condition the device was received for analysis. The reported physical resistance and difficulty to remove could not be confirmed in a testing environment as they are related to operational context of the procedure. The investigation determined the reported physical resistance appears to be related to operational context of the procedure as it is likely the device interacted with the deployed stents and/or anatomy during post dilation causing the reported physical resistance. The implanted stents were dilated successfully; however, when the device was pulled negative the balloon did not fully deflate and multiple attempts to deflate the balloon were unsuccessful. A conclusive cause for the reported deflation issues cannot be determined. Factors that may contribute to deflation issues include, but are not limited to, bent/kinked shaft while inside the anatomy affecting the deflation lumen and/or stretched outer member thereby reducing the deflation lumen. It appears the remaining difficulties appears to be related to operational context of the procedure as it is likely the partially deflated balloon interacted with the deployed stents and anatomy causing the reported difficulty to remove. A strong pull was used to remove the device and the shaft separated. A snare device was used to remove the separated balloon and interacted with the implanted stent causing the reported material deformation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.